Event description:
On (B)(6) 2016, I submitted to a 45 minute head and neck MRI by a tesla 3t machine with and without gadolinium, ordered by dr. (B)(6), (B)(6) and done by (B)(6). The procedure included the use of soft ear plugs and headset, the left ear plug was out at the completion of the examination. I returned to my residence by personal vehicle, light headed, confused, unable to type correctly and with memory loss; I. E., could not remember the name of the hospitals in (B)(6) that I have already been familiar with. Almost immediately I experienced raging/loud tinnitus which remains with me on this date (B)(6) 2016. I saw an ent specialist, dr. (B)(6), of (B)(6) ear, nose and throat approx one month after the procedure and dr. (B)(6) of (B)(6) ((B)(4)) for an extensive hearing examination and test. The test showed considerable hearing loss and I am scheduled for hearing aid fitting on (B)(6) 2016 at that office. My primary concern at this moment is the tinnitus issue. It is continuous makes sleeping difficult and daily life disconcerting to say the least. I would like to suggest that the tesla 3t machine was invasive and damaging for my procedure, either because of construction or operator error. I would not like to see pts subjected to my condition as a result of the procedure and would welcome any advice you may offer to alleviate my tinnitus issue.